Event description:
It was reported that during a stage 2 procedure, all electrode pairs with electrode 3 had impedances that measured to be greater than 4,000 ohms. The lead was taken out of the implantable neurostimulator and reseated, but the high impedance with electrode 3 was not resolved. The impedance test was run at different settings, but the issue remained. It was noted that electrode 3 was not being used during that stage 1 and the patient was getting therapy. The high impedance was first seen on the date of this report. All other pairs were around 500-1300 ohms and normal range. Information received four days later noted that the impedance issue never resolved and the cause was unknown. Electrode 3 appeared to have an open circuit. Following the procedure, the patient was feeling stimulation ¿so far¿ with only one electrode active. A follow up report will be submitted if additional information is received.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0ka5j, implanted: (B)(6) 2014, product type lead. (B)(4).